Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. Model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg). It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the incision site in the back. The patient was prescribed medication for the infection. The infection was gone and the patient was doing well. No further information can be obtained.

Event description:
A report was received that the patient had an infection at the incision site in the back. The patient was prescribed medication for the infection. The infection was gone and the patient was doing well. No further information can be obtained.